Manufacturer narrative:
Product event summary: analysis found the ventricular output connector was broken. Analysis also found that some segments were not visible on the lcd (liquid crystal display).

Event description:
It was reported the connector for the electrode was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.